Manufacturer narrative:
Investigation summary: troubleshooting determined that calibration responses and parameters were atypical compared to expected values. Recalibrations using freshly prepared reagent, a new lot calibrators, and after replacement of the lamp produced atypical calibration responses. After receiving a new lot of slides, the recalibration was acceptable. No issues were identified with the shipment or storage of the current slide lot. The root cause of the event is unknown.

Event description:
The customer observed positively biased magnetic hdl quality control (qc) results on the vitros 250 analyzer. Biased results of this type may lead to inappropriate physician action. No patient results were reported, and there was no report of patient harm as a result of this event.